Event description:
It was reported that during equipment testing, before a procedure by the customer at the user facility, the core impaction drill, got hot. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Event description:
It was reported that during equipment testing, before a procedure by the customer at the user facility, the core impaction drill, got hot. The procedure was completed successfully with no clinically significant delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was confirmed through functional testing, disassembly and visual inspection. Through visual inspection, the bearings were damaged.